Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and c-242749, c-242743, c- 242747)- it was reported that a revision surgery was performed due to excessive lack of motion, pain and infection. (C-242749, c-242743, c- 242747)- the exact cause of the reported infection could not be determined based solely on the information provided). (C-243190,c-242737,c-242704)- it was further reported the patient presented arthrofibrosis of the right knee with severe limited range of motion and development of scar tissue resulting in a closed manipulation. Arthrofibrosis is a known possible complication after surgical intervention, although the smith and nephew devices cannot be excluded as to have caused or contributed to the reported event. The explanted device was reportedly destroyed. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time and the patient impact beyond the reported pain, infection and arthrofibrosis cannot be determined. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to excessive lack of motion, pain and infection. Patella was not revised. Replaced with zimmer components. Explants destroyed.